Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line became disconnected from the heater bag during drain two of five of peritoneal dialysis on the homechoice. The patient was connected at the time of the event. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.